Event description:
It was reported that a clearlink system, non-dehp continu-flo solution set leaked from the y-site. The neonatal patient was receiving an unspecified medication (reported as il) through the tubing via a peripherally inserted central catheter. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial the user facility submitted medwatch (B)(4) for this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported leak. A pressure test and clear passage under water test were performed, and no defects were observed that could generate the leak. Priming and a simulated functional test were performed for 7-8 hours, and no leaks were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.